Event description:
The baxter representative reported to customer service a pump with depleted batteries. This event occurred before use. There was no patient injury or medical intervention necessary according to the hospital representative. No additional information is available.

Manufacturer narrative:
Evaluation summary: product evaluated on-site. The condition of depleted batteries was confirmed. Inspection of the device found that the pump's batteries were potentially damaged. The batteries were replaced. Review of the complaint history reveals similar reports have been received for this product for the reported issue. This issue is currently being investigated under CAPA.